Event description:
It was reported that during implant, the pulse generator exhibited higher threshold values than the pacing system analyzer. The pulse generator was not used and a new device was implanted.

Manufacturer narrative:
Final analysis found normal device characteristics.